Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once that product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. The review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Int'l customer reported that an air leak was observed upon initial activation of the device. The device was removed from service and exchanged. No adverse pt consequences.